Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported a potential false positive result obtained on the alinity m sars cov-2 assay. The customer stated that the patient questioned their result after finding out that their personal information was entered incorrectly including other discrepancies. The patient claimed they had received a false positive result. The patient was concerned about the results since all their other information was entered incorrect and they claimed they had been vaccinated and were experiencing no symptoms. The customer stated the patient was tested twice: the first result was positive. And the second result on (B)(6) 2021 was positive again. There was no further communication from the customer or patient if the results were indeed positive and if there had been any impact to patient management due to this observation.

Manufacturer narrative:
D4 has been corrected from model # to catalog #. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the plate mapping analysis identified no potential amp plate carryover risk for the reported sample ids (sids). The customer data review determined that there was no indication that alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. The review did not identify any issues which could have resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 and respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the tickets investigated which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was not identified.